Event description:
It was reported that during tests performed by the hospitals engineer, the cs100 intra-aortic balloon pump (iabp) unit bia disconnected appears on the screen, there was a leak in the hose that was detected. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse found a failure in the set of manifolds which were not working the correct way and making abnormal noises during the operation cycles. Fse replaced manifold assembly and safety disk. Several functional tests were carried out and the equipment no longer displayed abnormality in its operation. Equipment released for use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit bia disconnected appears on the screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.